Event description:
Rn reported that more ultrafiltration (uf) weight was removed than intended during a treatment using a 550 hemodialysis device. The target uf was 1 kg and 3 kg were removed. There were no alarms indicated. The patient was adminstered normal saline. There was no patient injury or medical intervention associated with this incident. No additional information is known.